Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s insertable cardiac monitor (icm) had failed to be interrogated due to loss of bluetooth telemetry. The icm was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.